Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced a cardiac event and subsequently expired after the use of the product.